Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out of the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
It was reported that the cartridge leaked insulin. A family member reported that the cartridge was changed two days prior to her notice of the leak. She said that the pt's blood glucose was elevated since the cartridge change; the reading was as high as 480 mg/dl accompanied by large ketones. The family member delivered a correction dose of insulin via syringe and the pt's blood glucose decrease shortly to 200 mg/dl with small ketones. There was no medical intervention. When she removed the cartridge from the pump she said insulin had pooled inside the cartridge compartment. She confirmed that the luer lock was secure and there was no visible damage to the cartridge.